Manufacturer narrative:
Additional information is provided in h.6. And h.10. The system serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that a patient came in 1 day postop and had only 30% gas in eye. The surgeon suspected either a mixing error or a dispensing error. The patient was taken back to the operating room to have fluid removed and c3f8 gas re-instilled. During that procedure the c3f8 syringe was filled manually from a stand alone instead from the system tank. Additional information has been requested.